Event description:
A surgeon reported that following implantation of an intraocular lens (iol) the pt presented with impaired vision during a f/u visit. Upon exam a film was noted on the optic of the iol. Excahnge of the lens was required. The pt developed inflammation which required treatment following the lens replacement procedure.